Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to an intracerebral hemorrhage (ich) after a fall at home. The fall was not device related. The patient's inr was reversed and a craniotomy was completed due to worsening ich and subdural bleed. Prior to the craniotomy, the patient expressed their wishes to be do not resuscitate (dnr). The patient was extubated following surgery and was closely monitored in the cardiovascular intensive care unit (cvicu). Serial computed tomography (CT) scans were completed over the next few days with minimal changes noted. The patient took a turn for worse on (B)(6) 2021. The patient's white blood cell count was elevated, they became obtunded, and respiratory status declined. The patient's family decided to withdraw care, and the patient passed away peacefully on (B)(6) 2021. The death was not device related, the lvad was functioning appropriately, and there were no alarms or abnormal parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. Additional information revealed that the reason for the fall was not device related, and that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, listed bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.